Event description:
The facility representative reported a colleague infusion pump that the manual tube release makes a noise when opening the pump head module. It is unknown when or in which care area this event occurred. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a manual tube release that makes a noise when opening the pump head module was confirmed during device evaluation. The root cause was determined to be a crazed collar motor tube loader. The pump head module assembly was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available.